Event description:
It was reported that the patient was presented to the hospital for lead revision. The right atrial (ra) lead was dislodged and loss of capture on the lead was noted. The physician elected to explant the lead. The patient's condition was stable.